Event description:
14 french sheath removed from the right axillary artery site and perclose suture closure device x 2 attempted to be deployed. Unfortunately sutures of one of the perclose suture closure devices broke and only 1 device could be deployed. I therefore performed balloon tamponade of the axillary artery via right radial artery approach with 10 mm balloon and after 5 minutes of balloon tamponade, angiography of the right axillary artery showed ongoing extravasation from the mid segment of the axillary artery. I therefore deployed a 9 x 39 mm vbx covered stent at 10 atm [atmospheres] and subsequent angiography showed no further extravasation from the axillary artery.